Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch mw5063587 that the tip of the rotawire broke off and remained in the patient's body. The target lesion was located in the right coronary artery (rca). A 330cm rotawire¿ and wireclip¿ torquer was selected for use. During procedure, it was noted the rotawire became lodged in the calcified plaque of the lesion. The physician then attempted to dislodge the rotawire with a balloon support; however, it was further noted that the tip of the wire broke off. Subsequently, attempts to remove the broken tip were unsuccessful so the patient underwent a percutaneous transluminal angioplasty (pta). Stent was then deployed to cover the distal tip of the rotawire and contain the tip between the vessel wall and the stent. The procedure was completed with a different device. No further patient compilations were reported.